Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). Product ID: m450001b018, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the tubing of the thermal therapy system was noted to leak. It was reported that the luer lock on the end of the 8 meter tubing connection was defective as water leaked from the unit. Additionally, it was reported that the connection with the scanner in the operating room (or) was slow and there was a reported delay in the spread of heat as though the images were being updated "slower" than anticipated. The cooling catheter system (ccs) tubing was replaced from one catheter to another, the power setting adjusted to accommodate for the change of the second catheter but the laser diffusing fiber (ldf) was not replaced resulting in the catheter not having cooling functionality. The unit was not used as the issue was observed. It was noted that the monitoring plane was not chosen to be viewed on the screens in order to achieve satisfactory magnitude/static background matching. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Medtronic received information that the image had been transferred via the facility's network connection and that the connection was not checked prior.

Manufacturer narrative:
H2) correction: section a updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the thermal therapy system functioned as designed. It was reported that the issue was resolved after a software update to the non-medtronic scanner and that the issue had been isolated to that system. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a software analysis was initiated as part of the investigation. Log analysis found that the thermal therapy system software functioned as designed. Analysis found that there was a user error as the incorrect fiber was fired correspondent to the monitored catheter as the second plane was reported to have been disregarded as a depiction of the heating area away from the monitored catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.